Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The optical fiber of the catheter was broken, which caused the reported communication problem. In this case, it is likely that the optical fiber was caused by the use or handling techniques employed. The stretched and torn guidewire exit notch is consistent with the catheter being inserted and removed from a guidewire but is unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in the left anterior descending (lad) lesion. However, the imaging catheter failed to be recognized by the system. An error "connection failure(395)" message was displayed. Therefore, the imaging catheter was removed and another dragonfly optis imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found the guide wire exit notch was torn for a length of 1mm.